Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported the laser power is low and has to be set very high in order for it to work properly. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system and replicated the reported event. The non-conforming spring and cotter pin were replaced to resolve the fluidics module issue. The laser issue was found it to be intermittent. The non-conforming laser module was replaced to resolve the issue. The system was then tested and met all product specifications. The system was manufactured on november 20, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause of the laser issue can be attributed to the non-conforming laser module. The root cause of the fluidics module issue can be attributed to the non-conforming spring and cotter pin. The manufacturer internal reference number is: (B)(4).